Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer; however a photo was provided and a photo review will be performed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a clavicle biopsy under local anesthesia, the tip of the biopsy needle allegedly fractured. Reportedly, a handgrip was used during the procedure. It was further reported that the tip of the needle was left in the patient and an unplanned general anesthesia was implemented to remove the fractured tip. Patient status is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No manufacturing anomalies or changes which may have caused or contributed to the reported event have been identified. No additional complaint has been previously reported for this lot number. Investigation summary: the bone biopsy cannula was returned for evaluation. The distal end of the cannula was found to be broken off. The fracture site was located at the thread. No indication for any device damage caused by improper use by the customer could be found. Potential product and non product related factors that could have led to the reported event have been considered. Based on the information available and the evaluation of the sample a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently describe the correct application of the product. In section 'warnings' it is stated: "in case the ostycut® biopsy cannula cannot be removed smoothly from the punctured bone area, do not attempt to loosen the ostycut® biopsy cannula by oscillating movement of the cannula. Instead, it is advised to loosen and remove the ostycut® biopsy cannula from the punctured bone area by simultaneously applying counterclockwise rotation and traction." The IFU further states: "advance the ostycut® biopsy cannula in parallel with the anaesthesia needle to the periosteum and screw the cannula into the bone wall. For reasons of safety the stylet remains within the cannula during this procedure. As soon as the threaded part of the cannula obtains a grip in the bone, hold the needle hub in place and withdraw the stylet. Continue puncture by further clockwise rotation of the ostycut® biopsy cannula until the opposite internal bone wall is reached, since this enables easier detachment of the tissue cylinder." (B)(4).

Event description:
It was reported that during a clavicle biopsy under local anesthesia, the tip of the biopsy needle allegedly fractured. Reportedly, a handgrip was used during the procedure. It was further reported that the tip of the needle was left in the patient and an unplanned general anesthesia was implemented to remove the fractured tip. Patient status is unknown.